Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that while the patient was ambulating at home, his driveline got caught on a door knob. A red heart/pump stop alarm occurred and the patient was transported to the hospital. The patient experienced pulmonary edema, and a rapid heart beat, and was cool to the touch. The system controller was exchanged and the pump started. The patient became warm to touch and his blood pressure returned to baseline. It was noted that the patient immediately became symptomatic with pump stoppage when the percutaneous lead was manipulated. Five days later the patient's lvad was exchanged with another lvad.

Manufacturer narrative:
The device was returned to the manufacturer, and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.